Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, a facility representative reported via (B)(4) that an ar-9545-t15-02 t-15 medium driver shaft tip broke off in the screw head of a suture cup while attempting to remove it in a revision scenario. The broken piece was retrieved. The reverse total shoulder procedure was successfully completed, and no patient was harmed. Additional information was received on 28-jul-2025: the original revision purpose was due to the patient dislocating their prosthesis. There was no allegation that the revision was due to a malfunction of an arthrex product.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9545-t15-02 batch 8001844 was received for evaluation. Visual inspection revealed that the tip was broken off and the hex was twisted. The received instrument's overall length was measured by drawing c10181 at revision 5, component c10181-02 at revision 5. Overall length specification: oal: "b" 5.50 ± .01 inches. Results: 5.45 inches. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a user error, such as applying excessive force and/or over-torquing.